Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the right ventricular lead exhibited noise and high thresholds. On (B)(6) 2015 prior to lead revision, the ventricular lead again exhibited noise and high thresholds. The lead was left in situ and programmed off. A new system was implanted on the patient's left side without adverse event.